Event description:
It was reported that epirubicin leaked past the bd plastipak¿ concentric luer lock syringe stopper while injecting it into the bag. The following information was provided by the initial reporter, translated from (B)(6): "while injecting epirubicin into the bag (prep (B)(4)), the product began to leak through the black seal on the syringe. Spill on the compresses and the drape protecting the work surface."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: photos were provided for investigation. Upon visual inspection, syringes show leakage past the stopper. No damage in barrel can be observed and the stopper is correctly assembled in the two syringes. A device history review was performed for lot 2107094, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no damages or issues were found related to leakage past stopper. Functional testing was performed, no leakage observed. Barrel do not have any damage and stopper is correctly assembled in both devices. After samples were tested, they were disassembled not finding any defect in the parts separately. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that epirubicin leaked past the bd plastipak¿ concentric luer lock syringe stopper while injecting it into the bag. The following information was provided by the initial reporter, translated from french: "while injecting epirubicin into the bag (prep 19856), the product began to leak through the black seal on the syringe. Spill on the compresses and the drape protecting the work surface."